Event description:
It was reported that foreign matter was found before use with a syringe 10ml s/t 200st. The following information was provided by the initial reporter, "there is a small residue between the plunger and the syringe on the inside of the syringe."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a syringe 10ml s/t 200st. The following information was provided by the initial reporter, "there is a small residue between the plunger and the syringe on the inside of the syringe."